Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (battery not charging) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Life vest patient training materials have been updated as a reminder not to expose the life vest electronic components to liquids. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a patient's battery was unable to charge.